Manufacturer narrative:
The field service engineer determined the gear pump pressure was low and there was liquid on top of cells. The gear pump and rinse levels were adjusted. Precision studies were performed and were within specifications. The customer ran controls and these passed per customer specifications. The customer confirmed they have had no further issues since these actions. The service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect k for gen.2 on a cobas 6000 c (501) module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The reporter also mentioned they have been having ongoing control recovery issues for two other assays on the analyzer since (B)(6) 2021. The patient sample initially resulted in a k value of 2.9 mmol/l, which repeated as 4.1 mmol/l. The repeat value was believed to be correct. The k electrode lot number and expiration date were requested, but not provided.